Manufacturer narrative:
Device evaluation: one medfusion pump returned for investigation in used condition. There was no physical damage on the device. The motor rate error reported by the customer was evidenced in the event history log (ehl). An occlusion test was performed, and the motor rate error was reproduced during the test. The reported problem product fault was therefore confirmed. The product problem occurred because of a faulty main board. The main board had become faulty from normal wear. This was established as the root cause. The pump was over fifteen years old. The faulty/worn main board was replaced to address the reported problem. The pump underwent preventative maintenance and subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.